Event description:
Per report, during a transfemoral transcatheter aortic valve replacement procedure, the first sapien valve was not deployed in the aortic annulus. Summary of the case: the sapien valve was prep per the IFU. The valve was positioned at what appeared to be at 60:40 aortic position in the native annulus under fluoro and with the assistance of echo/tee. The valve was deployed and when the rf3 balloon was deflated you could visualize the valve not sitting securely in the annulus and slightly bouncing. The physician determined it would be the safest thing to pull the valve back into the aortic arch with the balloon on the rf3 and place a second sapien valve in the annulus. The second sapien valve prepped per IFU and deployed in the native annulus without incident at 60:40 aortic. Upon further review of imaging, the first valve appeared to be 70:30 aortic. The 1st sapien valve was pulled into the abdominal aorta below the renal arteries and secured with balloon inflations. Additional information provided by the clinical specialist: there was mild-mod stj calcification, no severe ventricular septal hypertrophy, moderate aortic root calcification; fair imaging intensifier angle and good coaxial alignment of the valve and delivery system. Pre-deployment the 1st sapien valve was positioned 60:40; however, its final position post deployment was 70:30. The delivery system balloon inflation and the patient ventilation were held during deployment. There was no loss of pacing capture during deployment. The perceived cause of the valve malposition and resulting embolization is thought to be due to the valve moving from the time the test shot was taken to the final deployment. Additionally, it was noted that the physicians did not do an injection of contrast during the valve deployment sequence.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to displacement of the device. Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. In this particular case, the exact root cause of the reported valve malposition with subsequent deployment into the aorta are unknown; however, per report it seems plausible that the valve moved from the time the last test shot was taken to the final deployment of the valve. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.